Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the ¿device wasn¿t working.¿ the patient reported that she didn¿t feel anything ¿down there.¿ the patient reported that the program was not showing on her patient programmer (pp). The patient reported that she had not had her pp replaced and the last time it was programmed was in (B)(6) 2016. The patient reported that ¿something went wrong.¿ the patient reported that she was in the hospital a month ago, and they got stimulation shut off before her surgery but she couldn¿t get a program number. The patient reported that she had an appointment on (B)(6) 2017. The patient also reported that when stimulation was too high, she got nausea and her bowels bothered her. The patient reported that it felt like she was sitting on a hard rock. Additional information received from patient on (B)(6) 2017 reported that the device was shut off for knee surgery on (B)(6) 2017 and the device did not work afterward. It was also reported that the device had not been working right for a month or two before. The programmer numbers had disappeared and she could not feel the vibration at all. It still does not work. She has an appointment with healthcare provider (hcp) on (B)(6) 2017. Patient stated no one was able to get it to work. It was indicated that the device not working and not feeling anything had not been resolved. She went through 5-6 undergarments a day. Patient also reported that sometime she urinates every hour at night. There were no further complications that have been reported as a result of this event.